Event description:
The patient received her scs system on (B)(6) 2011 including a paddle lead. It was reported that since (B)(6) 2011, the patient has periodically experienced nausea and vomiting. She is scheduled to meet with her doctor to try and resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.